Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920 - 2020 - 00338.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920 - 2020 - 00338.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown, unknown liner, lot #: unknown. Item #: unknown, unknown stem, lot #: unknown. Item #: unknown, unknown cup, lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-02233.

Event description:
Patient¿s legal counsel reported patient underwent left total hip arthroplasty. Legal counsel further reports patient underwent a revision procedure eight years later due to unknown reasons. Head and liner were revised. No additional information is available.